Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. The product has not been returned; therefore, no product evaluation was able to be completed. The root cause of the reported event is not device related. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10-medical product. Nexgen femoral component option size d left. Item# 00596401451. Lot# 61722188. Nexgen all poly petella standard cemented size 29 mm diameter 8.0 mm thickness item# 00597206529. Lot# 63650839. Nexgen articular surface size cd 10 mm height. Item# 00596403010. Lot# 63398354. Palacos bone cement. Item# 66017569. Lot# 86394614. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one and a half years post implantation a patient had a manipulation under anesthesia (mua) due to pain, stiffness, and poor mobility. There is no additional information.